Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. Additionally, the control iq software did not accurately adjust the amount of insulin delivered. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting and continued to use the pump for insulin therapy.